Event description:
Boston scientific (bsc) received information that this patient with no underlying rhythm had loss of capture post implant. The physician was concerned it may be related to exit block and asked for a passive fixation replacement lead. An emergency lead revision was performed. During the revision, the physician changed his mind on using a passive lead and this dextrus lead was successfully repositioned in this patient's ventricle. No adverse patient effects were reported. Boston scientific did not make the event date available.